Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During patient treatment for hypothermia, the user observed decreasing saline volume from the saline bag. The issue was noticed after 48 hours of the treatment. The user opened the top cover of the thermogard xp ivtm system (sn (B)(4)) and observed fluid in the roller pump and in the air trap. Immediately the user replaced the thermogard xp ivtm system and the suk to continue the treatment. The current condition of the patient is stable. No patient consequences.